Manufacturer narrative:
Continuation of d10: product ID: tm90t0 lot# / serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 15-oct-2025, UDI#: (B)(4). H3. Analysis of the communicator found micro usb charge port was loose, passed battery charging bench test, and passed final functional jbal test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that since implant the patient had always had issues with the communicator but in the past couple of months the patient noticed that it was not holding a charge. The caller verified that the light would show green when connected to ac power, but when the patient disconnected it, the light would go to orange. A replacement communicator was requested from the repair department because the communicator was not holding a charge.